Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level (bg) was 600 mg/dl. Reportedly, customer went to the emergency room and was subsequently admitted to the intensive care unit with dangerously high ketones. The customer received intravenous fluids of saline and insulin. Customer was released from the hospital four days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.